Event description:
On (B)(6) 2009, the patient stated that the infusion device was making a grinding noise during piston rod retraction, boluses, and when priming infusion tubing. No alarms have been displayed on the infusion device. Infusion device has not been dropped or exposed to moisture. Patient disconnects infusion device to shower and swim. The patient stated that he does attach the adapter and infusion tubing before inserting the insulin cartridge into the infusion device. The patient uses (B)(6) batteries in the infusion device. The patient verified the infusion device is set to "battery alkaline." The battery was changed 2-3 weeks ago. The insulin cartridge chamber appears clean and is free of debris. Due to the abnormal noise during operation, a replacement infusion device will be sent to the patient. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.